Manufacturer narrative:
Patient weight not available from the site. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to trouble-shoot the reported issue ¿imaging system unresponsive.¿ on (B)(6) 2015, a medtronic representative went to the site to replace parts and install upgrades. The imaging system then passed the system checkout and was found to be fully functional. The following parts were returned to the manufacturer for analysis; however, these parts did not cause the reported event and/or no functional problem was found. The mobile view station (mvs) interface cable was returned for analysis. Could not confirm reported problem; no fault found. Umbilical cable passed bench test, and cable was installed in a similar imaging system and ran without any issues. The image acquisition system (ias) battery assembly was returned for analysis. There was no complaint, and no fault found. Two ias computer batteries were received after replacing the ias computer battery as a part of planned maintenance. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unresponsive when attempting to start a 3d spin. The gantry would not respond when buttons were pressed. In trouble-shooting, the system was re-booted and a 3d spin was taken; however, at the end of the spin the system became unresponsive again, and the motion indicator on the pendant was displaying a red x. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of about thirty minutes due to this issue. There was no impact on patient outcome.